Manufacturer narrative:
H3: final device investigation found that the device was returned with the jaws partially opened and misaligned, with the blade extended and contained within the jaws. Upon evaluation, the jaws were immobilized and did not respond to the handel, which was able to be latched and unlatched easily. The trigger and blade were stuck in the deployed position. Electrical testing could not be performed due to the condition of the device. No lot number was provided so the device history record could not be reviewed for discrepancies.

Event description:
It was reported that the blade of the device would not release. It was not reported whether the device was applied to tissue at the time. There was no patient injury. Additional information was requested, but no additional information was available.